Manufacturer narrative:
For the investigation of the affected evita 4 with serial number (B)(4), manufactured in (B)(6) 2002, the logbook and the information / investigation report of the dräger service technician on site were available. The reported event could be reconstructed based on the investigation results. The unit performed multiple warm starts on (B)(6) 2022, 12:43 pm system time, due to electrical power disturbances. The technician on site was able to determine a faulty power supply on the device. There was no adverse health effect to the patient as the device alerted high priority and the user was able to respond quickly. In the event of a power supply failure, the evita behaves as follows: due to the collapse of the internal supply voltages, ventilation is stopped, the screen goes black and the emergency breathing device is automatically opened to allow the patient to breathe spontaneously. In this case, the evita alarms acoustically with a power failure alarm via the power failure horn for at least 2 minutes. The power failure horn is electrically supplied by gold caps independently of the power supply unit, so that the acoustic alarm is ensured even if the power supply unit is defective. During normal operation, the gold cap power supply to the horn is monitored. The evita 4 has behaved and alarmed as specified. The affected power supply should be replaced. After successful repair and testing of the unit incl. Power supply according to manufacturer specifications, the unit can be returned to the customer. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the affected evita 4 shut down with an alarm and then restarted. The failure pattern repeated several times. No patient health consequences have been reported.